Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient died on (B)(6) 2022 and there was a failure to alarm.

Manufacturer narrative:
A philips technical consultant (tc) pulled the audit logs from the event to investigate the issue. The audit logs were then reviewed by a clinical product specialist (cps) who found that the patients electrodes had been disconnected. After the electrodes were disconnected a technical alarm was emitted at 19:30. The alarm was then silenced at 20:01. There was no malfunction of the philips device. After the electrodes were disconnected no further alarms could have been generated until the patient sensors were reattached to the patient. No alarms were missed and the customer was informed of these findings. The device remains onsite and in use.

Event description:
The customer reported that a patient died on (B)(6) 2022 at 19:46 and there was a failure to alarm.